Manufacturer narrative:
The device was manufactured between 12feb2020 and 13feb2020. The device was received for evaluation. Visual inspection noted clear and colored particles embedded in the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy test. The embedded particles measured to be = 0.20 square mm in size which do not meet manufacturing specification of = 0.10 square mm for particulate matter. The reported condition was verified. The cause of the issue was due to supplier of the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one large volume infusors had a red/brown particulate matter on the tubing. There was no patient involvement. No additional information is available.